Manufacturer narrative:
The patient administration set for use with cardiogen-82 infusion system is a single use device, sterile tubing line. It is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The patient administration set previously used to a patient, was reused and connected to a new cardiogen-82 infusion system for another patient during the stress test study. Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. Both patients were tested for (B)(6). To date the blood tests for bloodbourne pathogens and the presence of blood in the patient administration set has pending results. The patient administration set label states that "this product is for single use only". The label also displays the international symbol for single use only (a circle with a '2' and a slash through the '2'. The table which explains the symbol as single use only is also included on the label. Company comments: this case refers to a re-use of a single-use patient administration set (pas) to one patient. The pas is used for intravenous administration of rubidium-82 (rb-82) utilizing cardiogen-82 infusion system during cardiac stress test. The labeling is clear that the administration set is for single-use only. No adverse event was reported in the patient who was given the re-used pas. Both the patient who first used the pas, and the patient who was given the re-used pas, were tested for (B)(6). No bloodbourne pathogens or presence of blood was detected in the patient administration set. The infection control department at the site was involved in the incident and will be following up with patients involved. Although no adverse events occurred due to re-use of pas, this incident was reported due to possible compromise of sterility.

Event description:
On 26-aug-2016: an initial report was received from a health professional, lead technologist. A technologist reported that an incident occurred on (B)(6) 2016 regarding the use of patient administration set for use with cardiogen-82 infusion system, when a cardiogen rest/stress protocol was completed on a patient utilizing the prior patient line and a new patient (unknown identifiers) line. The study was completed on the patient without compromising image quality. The patient's concomitant medications and additional medical history were not known to the reporter. On 26-aug-2016: additional information was received from the reporter. He stated that after one patient was scanned, the used patient administration set was reused and connected to another patient utilizing a new cardiogen-82 infusion system. The test was completed successfully without compromising image quality. Neither of the 2 patients who used the same pas experienced any signs of infection such as fever, chills or inflammation. Both patients were tested for hepatitis b and hiv. To date, the blood tests for blood bourne pathogens and the presence of blood in the patient administration set has pending results. The infection control department at the site was involved in the incident and will be following up with patients involved. Re-training will be given on the use of this product on 30-aug-2016. No other information available. Additional information required. On 30-nov-2016: follow up information was received from the reporter for this case. The catalog number for the patient administration set was clarified as 1506, not 1540, as previously reported. None of the affected patients experienced any adverse events. The blood tests for the presence of blood in the patient administration set results were provided. No bloodbourne pathogens or presence of blood was detected in the patient administration sets. The reporter was unable to provide any additional information for this report. Therefore, this case is medically closed.

Manufacturer narrative:
The patient administration set for use with cardiogen-82 infusion system is a single use device, sterile tubing line. It is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The patient administration set previously used to a patient, was reused and connected to a new cardiogen-82 infusion system for another patient during the stress test study. Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. Both patients were tested for hepatitis b and hiv. To date the blood tests for bloodborne pathogens and the presence of blood in the patient administration set has pending results. The patient administration set label states that "this product is for single use only". The label also displays the international symbol for single use only (a circle with a '2' and a slash through the '2'. The table which explains the symbol as single use only is also included on the label. Company comments: this case refers to a re-use of a single-use patient administration set (pas) to one patient. The pas is used for intravenous administration of rubidium-82 (rb-82) utilizing cardiogen-82 infusion system during cardiac stress test. The labeling is clear that the administration set is for single-use only. No adverse event was reported in the patient who was given the re-used pas. Both the patient who first used the pas, and the patient who was given the re-used pas, were tested for hepatitis b and hiv. No bloodborne pathogens or presence of blood was detected in the patient administration set. The infection control department at the site was involved in the incident and will be following up with patients involved. Although no adverse events occurred due to re-use of pas, this incident was reported due to possible compromise of sterility. 30-nov-2016: follow up information was received from the reporter for this case. The catalog number for the patient administration set was clarified as 1506, not 1540, as previously reported. None of the affected patients experienced any adverse events. The blood tests for the presence of blood in the patient administration set results were provided. No bloodborne pathogens or presence of blood was detected in the patient administration sets. The reporter was unable to provide any additional information for this report. Therefore, this case is medically closed.

Event description:
26-aug-2016: an initial report was received from a health professional, lead technologist. A technologist reported that an incident occurred on (B)(6) 2016 regarding the use of patient administration set for use with cardiogen-82 infusion system, when a cardiogen rest/stress protocol was completed on a patient utilizing the prior patient line and a new patient (unknown identifiers) line. The study was completed on the patient without compromising image quality. The patient's concomitant medications and additional medical history were not known to the reporter. 26-aug-2016: additional information was received from the reporter. He stated that after one patient was scanned, the used patient administration set was reused and connected to another patient utilizing a new cardiogen-82 infusion system. The test was completed successfully without compromising image quality. Neither of the 2 patients who used the same pas experienced any signs of infection such as fever, chills or inflammation. Both patients were tested for hepatitis b and hiv. To date, the blood tests for blood bourne pathogens and the presence of blood in the patient administration set has pending results. The infection control department at the site was involved in the incident and will be following up with patients involved. Re-training will be given on the use of this product on 30-aug-2016. No other information available. Additional information required. 30-nov-2016: follow up information was received from the reporter for this case. The catalog number for the patient administration set was clarified as 1506, not 1540, as previously reported. None of the affected patients experienced any adverse events. The blood tests for the presence of blood in the patient administration set results were provided. No bloodborne pathogens or presence of blood was detected in the patient administration sets. The reporter was unable to provide any additional information for this report. Therefore, this case is medically closed. 05-mar-2018: case corrected as per e-mail response received from the FDA on 05-mar-2018 at 10:47 am (est). (B)(4).

Manufacturer narrative:
The patient administration set for use with cardiogen-82 infusion system is a single use device, sterile tubing line. It is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inlinesterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The patient administration set previously used to a patient, was reused and connected to a new cardiogen-82 infusion system for another patient during the stress test study. Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. Both patients were tested for (B)(6). To date the blood tests for bloodborne pathogens and the presence of blood in the patient administration set has pending results. The patient administration set label states that "this product is for single use only". The label also displays the international symbol for single use only (a circle with a '2' and a slash through the '2'. The table which explains the symbol as single use only is also included on the label. Company comments: this case refers to a re-use of a single-use patient administration set (pas) to one patient. The pas is used for intravenous administration of rubidium-82 (rb-82) utilizing cardiogen-82 infusion system during cardiac stress test. The labeling is clear that the administration set is for single-use only. No adverse event was reported in the 2 patients who used the same pas. Both patients were tested for (B)(6). Other test results for possible bloodborne pathogens for both the patients and the pas are pending. The infection control department at the site was involved in the incident and will be following up with patients involved. Although no adverse events occurred due to re-use of pas, this incident is being reported due to possible compromise of sterility.

Event description:
On 26-aug-2016: an initial report was received from a health professional, lead technologist. A technologist reported that an incident occurred on (B)(6) 2016 regarding the use of patient administration set for use with cardiogen-82 infusion system, when a cardiogen rest/stress protocol was completed on a patient utilizing the prior patient line and a new patient (unknown identifiers) line. The study was completed on the patient without compromising image quality. The patient's concomitant medications and additional medical history were not known to the reporter. On 26-aug-2016: additional information was received from the reporter. He stated that after one patient was scanned, the used patient administration set was reused and connected to another patient utilizing a new cardiogen-82 infusion system. The test was completed successfully without compromising image quality. Neither of the 2 patients who used the same pas experienced any signs of infection such as fever, chills or inflammation. Both patients were tested for (B)(6). To date, the blood tests for blood bourne pathogens and the presence of blood in the patient administration set has pending results. The infection control department at the site was involved in the incident and will be following up with patients involved. Re-training will be given on the use of this product on 30-aug-2016. No other information available. Additional information required.